Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # 111364. Additional information was requested and the following was obtained: the lot number that was provided is invalid for the product code. Please confirm. Lot no :111364. How was the procedure completed? Surgeon has done hand anastomosis. Did any pieces fall into the patient? No. If yes, were they retrieved? Na. Will all pieces be returned with the device? Yes. If no, how were they discarded? Na. The analysis results confirmed that the jj55h device was returned nonfunctional. The instrument was received with the hook latch damaged as the hook latch was received with the pin loose. While no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, while attaching the handle, the intermediate locking screw came out. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.